Manufacturer narrative:
Heartsine's investigation of the device confirmed the reported fault as upon receipt, no instructional led's were illuminated. This fault was attributed to a fractured solder joint on a connector pin of the membrane pcba. The device was scrapped by heartsine and the customer was provided with a replacement device.

Event description:
The distributor contacted heartsine to report that their customer's device's instructional led's do not function. This may lead to an inability understanding how to use the device correctly. This could result in adverse consequences. There was no report of patient use associated to the reported event.

Event description:
The distributor contacted heartsine to report that their customer's device's instructional led's do not function. This may lead to an inability understanding how to use the device correctly. This could result in adverse consequences. There was no report of patient use associated to the reported event.

Manufacturer narrative:
Heartsine has received the device for investigation. Upon completion, the conclusions will be submitted in a follow-up report. The sam 500p device is not available for distribution in the united states but is similar to the sam 350p and 450p which is distributed in the united states.